Event description:
Customer reported a delivery issue involving free test strips to use with her freestyle freedom lite blood glucose meter. She further reported subsequently experiencing tremulousness, confusion and disorientation, which resulted in a loss of consciousness. No third-party emergent intervention was reported. Customer self-treated with juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. Reported issue involved a delivery problem, no product problem was involved, and therefore no product will be returned for investigation.